Event description:
It was reported to philips that the system was not switching on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed system was not switching on. After reviewing log file fse found identifying an issue with the cooling unit specifically. The pressure reading on the gauge was above the allowed value. To resolve the issue, fse replaced the cooling unit. After replacement the cooling unit, the system was working as intended. The codes were updated based on the investigation outcome.